Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with isometrics and oversensing but no pacing inhibition. Lead body damage was also noted. Additional information indicated that the health care provider (hcp) wanted to know why there was no right ventricular (rv) intrinsic amplitude and impedances. Looks like clinic were getting greater than 3000 rv impedances. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with isometrics and oversensing but no pacing inhibition. Lead body damage was also noted. This lead was explanted. No additional adverse patient effects were reported.